Event description:
It was reported, "locking bolt would not sit proud it continued to subside. Several attempts were made to engage the tapers. Implant removed. On back table the two components were engaged and again locking bolt subsided. New implants were implanted and locking bolt again subsided is sitting 1-2mm above the shoulder of the cone body."

Manufacturer narrative:
This is the same patient/event as MFR # 9616680-2009-00060.